Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self test. However, the insulin pump seated at the beginning of the displacement test due to debris at the slide seal and motor slide. Analysis was unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to motor slide seal anomaly. The insulin pump was received with minor scratched display window and case.

Event description:
The nurse reported via phone call that there was no insulin coming out during prime. The customer's blood glucose was 232 mg/dl at the time of incident. The insulin pump was returned for analysis.